Event description:
Potential for injury associated with the sudden and unexpected shutdown of a tpo100 oxygen concentrator. It is unknown if the alarm sounded prior to shutting down; if not, the user would not be alerted to seek alternative oxygen supply.